Manufacturer narrative:
Ultrasonic probe um-s20-17s, which was used with the subject EU-me1 and probe driving unit maj-1720 in this event, was returned. Omsc checked the inside appearance of the connector of the returned ultrasonic probe um-s20-17s, and the unspecified evidence at the contact part between ultrasonic probe um-s20-17s and probe driving unit maj-1720 was found. Omsc performed an operation check with the subject em-me1, the returned probe driving unit maj-1720 and the returned ultrasonic probe um-s20-17s, but the reported phenomenon was not reproduced. As a result of the investigation so far, however omsc could not reproduce the reported phenomenon, omsc surmised that the cause of this event was the following in theory. Moisture or chemicals adhered to the contact part of the ultrasonic probe um-s20-17s or probe driving unit maj-1720. Ultrasonic probe um-s20-17s and robe driving unit maj-1720 were connected with moisture or chemicals adhered. Due to the influence of moisture or chemicals, electrical contact failure occurred and temporarily resulted in the reported phenomenon. Therefore, omsc identified that this event was not caused by the subject EU-me1. There were no further details provided. If significant additional information is received, this report will be supplemented. Please cross reference the associated complaint files: MFR report #8010047-2017-00890.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject EU-me1 was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the following things. Omsc confirmed the scratches around the center of the socket which connects the probe driving unit. Omsc confirmed the ultrasound image, when the subject EU-me1 connected with the returned maj-1720 and a spare ultrasound endoscope. As a result, there was no abnormality found. Omsc confirmed that the error log of the subject EU-me1 at this event date. As a result, omsc confirmed the reported error ¿the ultrasound endoscope is not connected.¿ was not recorded. But the error ¿incompatible ultrasound endoscope.¿ was recorded 4 times. The EU-me1 instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented. Please cross reference the associated complaint files: MFR report #8010047-2017-00890.

Manufacturer narrative:
The subject EU-me1 and maj-1720 are not returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject EU-me1 and maj-1720 to determine the cause of this phenomenon when omsc receives them. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the ebus-tbna, the subject EU-me1 and the maj-1720 were used. There was no abnormality found during the preparation for use. When the user switched the ultrasound image, the error message "the ultrasound endoscope is not connected." Was displayed on the monitor. And the image was not displayed. The user turned on/off the devices, but the phenomenon was not solved. The user changed from the procedure with ultrasound to the procedure with x-ray and completed the procedure. There was no report of patient's injury regarding this event.